Event description:
A dreamstation auto CPAP, dom device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. The inspection revealed corrosion, discoloration in the upper enclosure, scratches on the upper enclosure and evidence of foam particles inside the assembly. Although the device was considered functional, the device was ultimately scrapped. Further investigation cannot be conducted at this time. If any new information becomes available, a follow-up report will be issued.